Event description:
Pt confirmed that a comparison between the surestep meter and a hcp meter while in a fasting state was "hi" (ss-capillary) vs 367 mg/dl (hcp-venous), respectively (36% difference). No symptoms were reported. Lfs representative discovered that the meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.